Event description:
Spontaneous call from patient's daughter. Cadd ms3 pump malfunction either sn (B)(4) (patient unsure due to both having malfunctioned, other malfunction on call (B)(6) 2019). Pump beeping alert and that's it, patient not able to move on from that alert. Patient using back up pump. No adverse effect reported. Did the reported fault occur while in use with a patient? No. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device available to be returned for investigation? Yes. Reported to (B)(6) by: patient/caregiver.